Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose of 400mg/dl. The customer was treated with insulin pump. Customer states that they had symptoms like felt sick to her stomach. Customer¿s current blood glucose was 287mg/dl. Troubleshooting was performed but declined to perform high pressure test. Customer also mentioned that they got alerts like sensor updating, change sensor and calibration not accepted. The product will not return for analysis.